Event description:
It was reported that the pump was eroding through the skin. When the patient went in for their refill the healthcare professional (hcp) noted the patient¿s skin to be thin over the pump. However, there was no open wound. The hcp was titrating the pump down and started the patient on oral baclofen in preparation of pump explant. The pump was used to deliver lioresal. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).